Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the probe of the subject device was broke off. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed from scratch. The grasping section had mark by spark. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the tissue pad at the proximal side was damaged. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not activate the instrument while grasping thickly, harder tissue, such as the uterine cervix, with the distal part of the probe or the grasping section. Otherwise, the grasping surface (white part) may be worn out. The continued use under this condition may result in exposure of the metal area. This could lead to the probe breaking and dropping it inside the body cavity during the output.